Event description:
It was reported by the rep the device was used during a laparoscopic inguinal hernia. It was reported the surgeon said the ems stapler was inconsistently forming staples. He said one of three staples would not form completely. The stapler came out of a kit (fdh34). The case was finished with another ems stapler. There was no product to return, the scrub tech failed to save the device at the end of the case. There was no consequence to the pt.